Event description:
The pacemaker generator was replaced due to lack of atrial sensing and capture. A lead check revealed normal function. When the lead was reconnected to the pulse generator, the atrial lead impedence was greater than 2000, with no atrial capture.